Event description:
It was reported that during a laparoscopic sigma procedure after a few times of activation instrument did not open. No further information is available. Procedure was completed with same like device. No patient consequences reported. One device is returning.

Manufacturer narrative:
(B)(4). Additional information requested: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired?

Manufacturer narrative:
(B)(4). The device was returned with the upper jaw slightly off center. Inspection of the jaw area showed damaged to the retention pins that holds the jaws in position. The retention pins were sheared off. The device was tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged top jaw. The condition of the upper jaw prevented the functionality of the device. The jaw was unable to open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis should the device be returned for analysis, a supplemental medwatch will be sent.